Event description:
It was reported that the customer experienced a high blood glucose of 411 mg/dl. The customer's blood glucose rose to 455 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). This is 1 of 2 medwatch reports regarding this event. Please see report #2032227-2014-66040.